Event description:
A report was received regarding an orif surgery, left ankle, tibia fusion. The surgeon was using the ria system (reamer, irrigator, aspirator) and once the hole was opened in the distal end of the tibia, upon getting 4 inches in, the head of the reamer sheared off (13mm reamer head). Using x-ray, the surgeon was able to visualize the 4 prongs that were broken off in the tibia canal. He removed the ria and attempted to put on a smaller ria head (12mm) and noticed that the ria shaft was missing and appeared to be sheared off (this was not noticed when the original ria head was placed). It was not able to be determined as to whether the shaft was sheared off intraoperatively or if it was missing prior to the surgery as the piece could not be visualized or located in the tibia shaft. It was reported that all pieces were retrieved via irrigation of the tibia canal, with the exception of the ria shaft, which was not located. The surgeon used an allograft instead of an autograft and proceeded with the surgery. The surgery was prolonged approximately 20 minutes. No other issues were reported. This is report number 2 of 5 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Add'l pro code: hrx. C & j industries manufactured the reamer, irrigator, aspirator, ria, tube assembly, minimum 520mm length, sterile, for 314.743, part 317.746, lot 7037700. The part originally conformed to specifications and was inspected and conformed to the synthes incoming final inspection sheet. The complaint condition is due to an unknown cause. The ria meets specifications, however, the retainer, part 314.744.7, a component part of part 317.746, exhibits contamination on the inside diameter.

Manufacturer narrative:
The device is used for treatment, not diagnosis. A device history record review was conducted. Two DHR documents were reviewed. In the first, there were no mrrs, ncrs, or complaint-related issues that would contribute to this complaint condition. The certificate of analysis (dated october 11, 2012) indicates the correct specifications were used and met all requirements. The parts were inspected and conformed to the synthes incoming final inspection sheet. The second DHR review included a product development engineering ncr disposition for use as is.